Event description:
Customer reported that they were questioning why their covid-19 tma results had positive samples with lower rlus than their sop dictated. After a clia inspection, customer implemented changes to their sop which were considered off-label. Hologic technical support and medical science liaison reviewed these changes per customer¿s request.

Manufacturer narrative:
Hologic technical support (ts) was informed of customer¿s off-label changes to sop: positive controls¿ rlus should be no more than 3 standard deviations from the values they got during validation, creating a 1:8 diluted ¿external control,¿ etc. Medical science liaison discussed with customer how the criteria for passing manufacturer controls and the method they were using to create an "external" control were probably not appropriate. Customer understood and agreed to work on new sops with less stringent criteria. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.